Event description:
It was reported that during a da vinci-assisted surgical procedure, error c-34 occurred on the vio dv integrated electrosurgical unit (iesu). The technical support engineer (tse) had the customer power cycle the vio dv iesu, but the issue persisted. The customer stated that the vio dv iesu power cable was connected to the power distributor. The tse advised the customer to connect the power cable directly to the power source on the wall. After, the customer called back and informed the tse that the issue persisted after following the tse¿s advice, and an external generator was used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site on 21-oct-2022 and obtained the following additional information: the system and vio dv iesu booted up normally without any issue. The procedure was completed robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported complaint of error c-34 on vio dv iesu. The fse replaced vio dv iesu to resolve the issue. The system was tested and verified as ready for use. Isi received the vio dv integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis confirmed and reproduced the reported complaint of error c-34. The vio dv iesu was placed on an in-house system and was run in normal mode. The root cause of this failure was attributed to a component failure. A procedure log review was performed by the tse. Per the review, the issue occurred during a procedure on (B)(6) 2022 using system (B)(4). A review of the provided image did not verify the alleged complaint of error c-34, but indicated generator settings. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the integrated electrosurgical unit (iesu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.